Event description:
It was reported approximately 2 weeks ago that the patient had an infection and was admitted to the hospital. It was noted that the patient experienced diarrhea and fever secondary to the infection and the location of the infection and the type was unknown. It was indicated that the health care provider (hcp) did not believe the patient had any intrathecal baclofen (itb) under dose or withdrawal symptoms. The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).